Event description:
The customer contacted physio-control to report that their device had an intermittent connection with the therapy electrodes. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Section e1 initial reporter postal code of the initial medwatch report should indicate: (B)(6).

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had an intermittent connection with the therapy electrodes. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio control evaluated the customers device accessory and verified the reported issue. Physio determined damage to the device therapy cable was the cause of the reported issue. The damaged therapy cable was retained by physio control and the customer was provided a replacement.

Event description:
The customer contacted physio-control to report that their device had an intermittent connection with the therapy electrodes. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physioc-control received patient information from customer.

Event description:
The customer contacted physio-control to report that their device had an intermittent connection with the therapy electrodes. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.